Manufacturer narrative:
Batch review performed on 09 march 2020: lot 1855475: (B)(4) items manufactured and released on 03-jul-2019. No anomalies found related to the problem. To date, any other similar event has been reported.

Event description:
After the insertion of the trial femoral stem and position of the hyperextension on the amis mobile leg positioner, the fracture from the greater trochanter to lesser trochanter has occurred. The surgeon fixed the fracture with the cable.